Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was 120 mg/dl at the time of the incident. Customer stated the approximate size of air bubbles was small. Troubleshooting was performed. The reservoir will be returned for analysis.